Event description:
The following was reported by the attorney for the patient: (B)(6) 2006: the patient was admitted to hospital, where he was implanted with the bard ventralex hernia patch in order to repair a ventral hernia. The attorney report alleges, due to a defect in the kugel patch (ventralex hernia patch), the patient was required to have the patch removed and has continued to suffer from the effects of the injury caused by the patch. The kugel patches (ventralex hernia patch) used in the patient's hernia repair surgery failed, resulting in the patient suffering pain and harm. The patient has sustained serious and permanent injuries and will continue to suffer injury and harm.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The report does not identify a specific device problem and no product was returned for evaluation, therefore, it is unknown whether the device may have caused or contributed to the event. It should be noted the attorney report references composix kugel patches throughout the complaint, however, he alleges the bard ventralex hernia patch as being implanted in the patient. Therefore, we are submitting this report as ventralex hernia patch. No lot number was provided. No conclusion can be drawn at this time.